Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found on returned test strips. Returned test strips produced e-2 (error 2). R&d most likely root is due to scratches crossing electrodes underneath the spacer and in conductive ptf ink section.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 149 and 177mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:149mg/dl (B)(6) 2016 08:55 am fasting: yes 2:177mg/dl (B)(6) 2016 08:40 am fasting: yes 3:178mg/dl (B)(6) 2016 08:31 am fasting: yes 4:40mg/dl (B)(6) 2016 08:30 am fasting: (control test) 5: n/a customer advised to contact the doctor since the meter is the second replacement and the customer still obtained high test blood glucose test results

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 149 and 177mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer advised to contact the doctor since the meter is the second replacement and the customer still obtained high test blood glucose testresults.